Manufacturer narrative:
The scope present during the time of the reported event was subsequently utilized in a patient procedure. No adverse effects have been reported. The spore test strip present during the time of the reported event evidenced passing results. A steris consumable territory manager arrived onsite and confirmed the processor to be operating properly. A diagnostic cycle was initiated which completed successfully; no issues were noted. The steris consumable territory manager observed storage of the chemical indicators at the user facility and found the lid to the chemical indicator bottle to be open. The instructions for use state: remove an indicator strip from the bottle and re-close the bottle tightly. The storage conditions on the instructions for use state: store all unused indicator strips in their original, tightly sealed bottles, away from direct light. The instructions for use state: if the indicator does not meet the criteria defined, the items must not be used. Follow departmental procedures for reporting failures. The performance limitations on the instructions for use state: the verify chemical indicator strips for the system 1 express and system 1 plus processors are part of a quality control system for sterility assurance. They cannot be used as a sole means for validating the liquid chemical sterilization process. Steris performed in-service training on the proper use and handling of the chemical indicator.

Event description:
The user facility reported that the chemical indicator did not evidence passing results following a completed system 1 express processing cycle.